Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(4) 2013 to smith & nephew, inc. Fei no: (B)(4) . Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. This complaint was deemed inconclusive; an evaluation was not possible as the devices were not returned and no samples or lot number information was provided, therefore, a DHR review was not possible. Due to these facts we are unable to determine an exact root cause of the reported incident. Most likely a partial blockage caused by clotting at the head of the soft port or gradual buildup of blood clots/exudate inside the soft port fluid handling pathway led to the observed leaking and puffed up dressings without the pump alarming. It is very likely the pump connected to leg wound did not alarm because the system was still reaching vacuum in presence of partial blockage, this is supported by the information provided which indicates that leak alarm sounded once the dressing was taken off. In regards to the arm wound, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min. It is possible that thickened exudate in the tubing caused an occlusion and therefore, the air flow will not exceed the range in order to assert a leak alarm. The system was holding the negative pressure most likely as a result of a partial blockage and a leak not significant enough in order to trigger an alarm. No further action is needed at this time, no injury or adverse clinical outcome to the patient was reported. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Maceration describe what happened: patient had 2 wounds, one on arm and one on leg. Both contained bone and hardware, but the leg had healed enough to where it was no longer exposed. Np (B)(6) saw wound every day. Pumps were running at -160mmhg, which is the pressure this group typically runs their pumps. She stated when she went in to check on the dressings, there was an obvious leak, but the pump was not alarming. She said on the leg, there was visible drainage underneath the dressing and the foam was ¿puffed up.¿ when she actually took the dressing off, the pump did alarm. On the arm, she stated the foam was ¿puffed up¿ as well. It was a circumferential wound, and the peri-wound area was completely macerated. This pump was also being run at -160mmhg. She stated that the bone and hardware in the arm were still exposed so they did not want to do the dressing change at the bedside. The pump was not alarming but she stated she could hear a leak. She called a wocn to the bedside, and they agreed that the dressing was not compressed and it was not working like it should. (B)(6) stated that they now have both pumps off and alternative dressings in place.